Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our us (B)(4), where it was visually inspected by a trained fisher & paykel healthcare (fph) technician. A photograph of the damage observed was provided. Results: it was noted that the gas inlet port was broken off and this was confirmed by the photograph supplied to us by the fph technician. The valve assembly was replaced and the neopuff was cleaned and tested in accordance with the neopuff technical manual. The unit passed all performance checks and was returned to the hospital to be put back into service. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" a new valve assembly kit was fitted and the unit is back in use.

Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900 infant resuscitator had broken off. No patient consequence was reported.